Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was a self test failure and device won't turn off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: initial analysis could not confirm the reported event. However it was noted that one side bail cover was broken and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed that all low battery testing meets specification. Conclusion: could not confirm the functional test failures found during initial analysis and repair of the device.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.